Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller stated that the external pulse generator (epg) did not continue to pace when the battery is being changed out. Technical services (ts) had the caller measure the battery voltage; which was 8.5 volts. Ts verified that pacing only lasted six (6) seconds as opposed to the minimum of 15 seconds. The epg can no longer be serviced due to its age and service plan. The status of the epg is unknown. There was no patient involvement.